Event description:
As reported, the sealant protection of 5f mynx control vascular closure device (vcd) was kinked/bent at the distal part of the sealant sleeve when entering a non-cordis sheath. Therefore, the product wasn¿t available and manual compression was performed for 20 minutes and recovered. There was no reported patient injury. The product was stored properly according to the instructions for use (IFU). The mynx vcd was used in transfemoral cerebral angioplasty (tfca) and had a retrograde approach. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. The mynx control vessel closure unit was prepped and used in accordance with the instructions for use (IFU). There were no visible signs of device/package damage prior to use. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium. There was little vessel tortuosity. The vessel did not have stenosis >50% at the puncture site. There was no stent near the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. The device will be returned for evaluation. Addendum: on product evaluation the sealant was found exposed to blood, swollen, and protruding outside of the sealant sleeve.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2220005 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the sealant protection of 5f mynx control vascular closure device (vcd) was kinked/bent at the distal part of the sealant sleeve when entering a non-cordis sheath. Therefore, the product wasn¿t available and manual compression was performed for 20 minutes and recovered. There was no reported patient injury. The product was stored properly according to the instructions for use (IFU). The mynx vcd was used in transfemoral cerebral angioplasty (tfca) procedure and had a retrograde approach. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. The mynx control vessel closure unit was prepped and used in accordance with the IFU. There were no visible signs of device/package damage prior to use. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium. There was little vessel tortuosity. The vessel did not have stenosis >50% at the puncture site. There was no stent near the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. A non-sterile ¿mynx control vcd 5f¿ involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that both button 1 and button 2 were not depressed. No damage was observed to the atraumatic tip of the returned device. The syringe was connected to the device with the stopcock opened. The sealant sleeve assembly was observed to have been kinked/bent as received; however, no cracks were observed on it. Additionally, the sealant sleeves were not fully covering the sealant. The sealant was found exposed to blood, swollen, and protruding outside of the sealant sleeve assembly. The procedural sheath was not returned with the device. Dimensional analysis was performed to verify the slit length measurement against the specification. Dimensional analysis results were found out of specification. Per functional analysis, a simulated deployment test was performed, and both buttons 1 and 2 were able to be fully depressed without issue. The returned device performed as intended per the mynx control IFU. Per microscopic analysis, visual inspection at high magnification showed that the sealant sleeve assembly was kinked/bent, and the sealant remained in its manufactured position, exposed to blood, swollen, and protruding outside of the sealant sleeve assembly. In addition, microscopic examination showed that the slit length measurement was out of specification. A product history record (phr) review of lot f2220005 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿mynx control system-kinked/bent¿ was confirmed through analysis of the returned device. Additionally, the reported event of ¿mynx control system-deployment difficulty-premature¿ was confirmed due to the exposed sealant from the kinked/bent sleeves. The exact cause of the observed condition could not be conclusively determined during analysis. Based on the information available for review and product analysis, procedural/handling factors (such as excessive force), and/or the condition of the sheath (although not returned) may have contributed to the damaged condition of the sealant sleeves, and the subsequent premature exposure of the sealant. Additionally, a product engineering team (pet) meeting was held regarding the out of spec slit length. During review of the information, material deformation at the proximal end of the slits were noted. Due to the material deformation found in the complaint units, it can be concluded that the failures were not caused by the mynx control manufacturing process. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve is assembled with 2 side slit overlapping outer sleeves. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/kinked during prepping phase and/or insertion into sheath, that could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the phr review, nor the product analysis, suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.